Event description:
A hospital reported that the upper head of iw930 cosycot infant warmer was cracking. No pt consequence was reported.

Manufacturer narrative:
A visual examination of the warmer head was conducted. Results: the warmer head of the cosycot showed multiple cracked lines, particularly on the upper portion. The hospital reported that warm soapy water was used to clean the warmer head assembly; however, the actual composition of the cleaning solution was not provided, as well as the temperature of the warmer head during cleaning. The operating manual states that cleaning of all parts of the infant warmer and accessories should be done at normal room temperature, around 23 degrees celsius. The device is made up of polycarbonate plastics and cleaning solutions containing aromatic hydrocarbons, ammonia, amines or aqueous solutions are not recommended as these may cause chemical reactions to the plastic material. Conclusion: the cracking problem of the infant warmer head, due to the use of non-compatible cleaning materials, is a known problem. We have an open CAPA to examine further compatible cleaning solutions.